Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 292.620s, lot: 7l57549, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 03. Dec. 2020, expiry date: 01. Nov. 2030. Device was first manufactured unsterile under the lot 75p1101 in balsthal and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 292.620 with lot 75p1101 were reviewed: part: 292.620, lot: 75p1101, manufacturing site: balsthal, release to warehouse date: 11. Nov 2020. A manufacturing record evaluation was performed for the finished device 292.620 lot number 75p1101 and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hty complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation (orif) surgery for the ankle fracture. During the procedure, when the surgeon tried to drill with the guide wire in, the guide wire broke when he pulled out the drill. The broken fragment was removed from the body. The surgeon confirmed by x-ray that there is no fragment left in the body. Surgery was delayed for one (1) hour. The surgery was completed successfully. Patient outcome is reported as stable. No further information is available. This report is for one (1) 1.25mm threaded guide wire 150mm this is report 1 of 1 for (B)(4). .